Event description:
It was reported the patient's blood glucose level dropped to 59 mg/dl. The patient reported that they tried to suspend their insulin but was unsuccessful.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported unsuspected insulin. Lot release records were reviewed and the product lot met all acceptance criteria.